Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd compression sleeve. It was reported to covidien that a patient diagnosed with high grade mucoepidermoid carcinoma of the left parotid, underwent a left superficial parotidectomy with limited neck dissection. The patient tolerated the procedure well, but complained of left foot pain after extubation. On postoperative day 3, the patient was taken emergently back to the operation room for a left leg fasciotomy with debridement for lower extremity compartment syndrome. During initial investigation of possible cause of the compartment syndrome, it was discovered that the area of muscle ischemia correlates to the location of the scd connector of the covidien scd sequential compression comfort sleeve. The patient tolerated the left leg fasciotomy procedure well and is recovering without difficulty. The intended procedure was a left superficial parotidectomy with limited neck dissection.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.